Event description:
The air compressor belt broke while the ventilator was in use on a pt. There was a respiratory therapist in the room at the time of the event so the pt was immediately cared for without any injury. This pt is only on a ventilator at night and breathes fairly well, spontaneously.